Event description:
Note: the event date is unk. It was initially reported to boston scientific corp on (B)(6), 2009, that a rapid exchange biliary stent system was used for an endoscopic retrograde cholangiopancreatography procedure in the bile duct of a pt. During preparation, it was noted that the guide catheter was kinked like an accordion making it impossible to load the stent. The procedure was completed with another rapid exchange biliary stent system. This event has been deemed a reportable event based on the investigation results; catheter stretched, stent bent, and guide catheter broken.

Manufacturer narrative:
Evaluation results: the guide catheter wire was found slightly bent proximal to the hub of the push catheter. The working length of the push catheter was bent. A visible kink was observed on the push catheter at approx 121 centimeters from the distal end of the push catheter. The rx ramp window of the push catheter was deformed. The guide catheter wire was bent. An attempt to extend the guide catheter failed. During the functional evaluation when the guide catheter wire hub was actuated, resistance was felt. A second functional evaluation found that an 0.035inch guide wire could not be passed into the distal end of the push catheter including the guide catheter that was fully retracted inside the push catheter or to exit out of the rx ramp window. A visual evaluation of the guide catheter found that the guide catheter was kinked and stretched. The condition of the returned unit was consistent with the complaint incident that the guide catheter was kinked. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context; due to anatomical/procedural factors encountered during the procedure performance was limited. (B)(4).